Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 160 mg/dl.

Manufacturer narrative:
Device not returned.